Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax and internal parts exposed. During ablation, contact became hi and the issue was not resolved even after re-obtaining zero. Error 106 occurred. Resolved by replacing the thermocool smarttouch sf catheter with another new one. The procedure was completed without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-sep-2024, observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a cut on the pebax and internal parts exposed on 24-sep-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-aug-2024. The device evaluation details: the device was returned to johnson and johnson medtech for evaluation. Visual inspection and functionality test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. The force feature was tested and the 106 error was observed. The catheter was dissected and open circuit at the tip area was observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. However, the potential cause of the open circuit could not be determined. The carto instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿a cut on the pebax with reddish-brown material inside and internal parts exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿contact became hi / error 106 occurred¿ issue. Manufacturer¿s reference number: (B)(4).